Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. The patient experienced five seconds of asystole as a result. Technical services (ts) reviewed stored device data and discussed that the noise could be related to coughing or diaphragmatic noise. Ts noted that programming options were limited, however, discussed the option of measuring the oversensed signals and adjusting the automatic gain control (agc) sensing floor if possible. The root cause of the noise was not determined. Programming changes were made to sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.